Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00877703604 ¿ biolox head ¿ 2946703. 00620006222 ¿ shell ¿ 61976148. 00771101120 ¿ femoral stem ¿ 61904690. Reported event was confirmed by review of medical records noting that patient underwent a right hip revision and experienced 2 dislocations shortly after. Each dislocation resulted in a closed reduction. Placement of a knee immobilizer was conducted after the second dislocation. X-rays were reviewed and no fractured or other findings were found. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right hip revision approximately 8 years post implantation. Approximately 2 months later, the patient experienced a dislocation and a second dislocation approximately 2 weeks later. A closed reduction was performed for both instances. No revision surgery has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed due to the review of medical records. Additional medical records were provided, with new patient information; height 6'5", weight 215 lbs, bmi 25.5. Device history record (DHR) was reviewed and no discrepancies were found. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.